Event description:
Patient was revised to address pain and elevated cocr levels.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
New codes added. Litigation alleges patient had pain that continued to worsen considerably and significantly impair ability to perform normal daily activities and walking; increased blood metal ion levels; x-ray showing possible cysts in the ischium around the cup; synovitis and bursitis after asr hip implant. Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.